Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient weight. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper line break appears to be related to patient morphology/pathology and likely due to the gripper line becoming caught on the previously implanted annuloplasty ring. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Multiple grasps with the mitraclip were performed to achieve an acceptable reduction in mr while maintaining an acceptable mean gradient pressure. There was some difficulty with visualization due to a previously implanted annuloplasty ring. The clip was placed on the leaflets and gripper line removability was established. The clip was then deployed; however, when the gripper line was retracted, it snapped at the level of the implanted clip. It was suspected that the line may have caught on the annuloplasty ring. There was enough gripper line from the two sides to successfully remove each half of the line individually, successfully removing the entire gripper line. Mr was reduced to grade 1-2 with one implanted clip. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.